Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported while bd clinical consultant was on site that a clinician programmed a 4 hour infusion on the pump module. Following infusion, greater than 10% volume remained in the bag. There were patient involvement however patient impact is unknown.

Event description:
It was reported while bd clinical consultant was on site that a clinician programmed a 4 hour infusion on the pump module. Following infusion, greater than 10% volume remained in the bag. There were patient involvement however patient impact is unknown.

Manufacturer narrative:
Additional information : imdrf annex a, g codes.